Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the customer reported condition. The service engineer reset the main circuit breaker on the breath delivery unit; the service engineer performed preventive maintenance and the ventilator passed extended self tests, short self tests, and performance verification tests.

Event description:
It was reported that the ventilator's compressor was inoperable. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.